Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump was intermittently not annunciating audible tones or vibrations. Additionally, it was reported that the customer experienced high blood glucose of 600 mg/dl, cause was unknown. Elevated blood glucose was addressed with a bolus via the pump. It was also reported that the pump did not deliver insulin as intended. Tandem technical support performed a pump system check and found that the pump functioned as intended, however, customer maintained that the pump did not deliver insulin as intended. Reportedly, the customer reverted to an alternate method of insulin therapy.

Manufacturer narrative:
The failure investigation has been completed and the alleged high blood glucose issue was verified. Additionally, based on the analysis, the alleged speaker and vibrator and insulin delivery issue could not be verified.